Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #6 was found broken into pieces inside of the housing. Hairline cracks were found on input disk #7. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was tagged in the operating room (or) as broken. No specific information was given. The procedure was completed as planned with no reported injury. Intuitive surgical, inc, followed up with the initial reporter and obtained the following additional information: the clip applier was unable to clamp the clip when the customer attempted to apply the clip onto the patient tissue. The customer did not know why the issue had occurred and did not know which tissue the instrument was applying the clip to. There was no patient harm. The customer continued with a backup clip applier with no further issues.